Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the unit is missing its back feet, the lid and bezel are damaged, the warranty seal is broken, and the overlay is damaged. Functional evaluation revealed the coblate led's do not illuminate and the unit does not detect the wand correctly. The unit was opened and found a fan blade broken off inside the unit and the unit shakes due to the damaged fan spin. The complaint was confirmed and the root cause is associated with an electrical component failure. A review of the device history records for the showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/ product did not meet specifications upon release into distribution.

Event description:
It was reported that during surgery, a light of the controller was not illuminating. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit failed to recognize wands which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.